Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11-feb-2026, a sales representative reported via email that an ar-3740sp double-loaded knotless knee fibertak anchor was found to contain only one fixed preconstructed knotless loop. The blue suture was not secured within the anchor and was freely sliding through the mechanism. The issue was identified during a let procedure on (B)(6) 2026. No patient harm was reported. Additional information was received on 17-feb-2026: the issue was discovered during implantation. The case was completed using an ar-3740sp double loaded knotless knee fibertak. The surgeon elected to continue using the implanted anchor and tied in the suture rather than utilizing the knotless mechanism. No surgical delay occurred, and no additional anesthesia was administered.